Event description:
Patient stated that, after firing, the lancet protrudes beyond the end- cap of the multiclix lancet device. No adverse event was reported. Although the manufacturer requested the return of the suspect product for evaluation, the patient indicated that she had already thrown it away.

Manufacturer narrative:
It is not known if the initial reporter has reported, or intends to report, the event to FDA. Device not returned to manufacturer.